Event description:
On (B)(6) 2014 while being place the guide wire became disconnected from the device and had to be retrieved surgically.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval as the device was discarded after the event occurred. A lot history review (lhr) is not possible as no manufacturing lot number has been provided by the complainant.